Event description:
It was reported the patient's speed increased slightly from 5200 rpm to 5400 rpm based on a transesophageal echocardiogram (tee). A few hours after the speed was increased, the patient experienced a "brain attack", which was called due to left-sided facial droop. The international normalized ratio (inr) was therapeutic. Log files were submitted for review, and it appeared there were no unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.